Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A service history review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service history review: lot 560369e06/5333393: no service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the tip was broken. The repair technician reported tip broken as the reason for repair. The cause of the issue is unknown. The following parts were replaced: inner shaft. This item was repaired, passed final inspection and returned to the customer. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Suffers from depression. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the extraction screwdriver that was used during a scheduled cervical plate removal of the synthes plate with four screws broke at the tip of the shaft that runs through the screwdriver broke off inside a bone screw while removing the last two screws. The surgeon had another device on hand and removed the screws without any delay and no patient harm. This report is 1 of 1 for complaint (B)(4)